Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 536 mg/dl. Customer delivered a correction bolus to address elevated bg and changed pump supplies. Customer was hospitalized for elevated bg and diabetic ketoacidosis. Customer was treated with intravenous insulin drip. Reportedly, customer was discharged from the hospital on an unspecified date and resumed pump therapy.